Event description:
Consumer stated: just started using these two days ago and bristles are falling out, getting lodged in my gums and in between my teeth. Would not recommend.

Event description:
Consumer stated: just started using these two days ago and bristles are falling out, getting lodged in my gums and in between my teeth. Would not recommend.